Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿up¿ and ¿down¿ buttons were sticking and made it difficult to be used as a demonstration unit. Reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Investigation was unable to reproduce the reported button issue. Unrelated to the button issue, it was observed that the battery compartment was cracked. Pump casing was opened to investigate and no evidence of moisture or corrosion was observed in the pump interior.